Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant magnesium result is unknown. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant magnesium result is unknown. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant magnesium result is unknown. The instrument is performing within specs. No further eval of the device is required.

Event description:
Discordant advia 1800 magnesium pt results were obtained and reported to the floor. The nurse questioned the results. Upon retest corrected results were reported. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discordant magnesium results.

Event description:
Discordant advia 1800 magnesium pt results were obtained and reported to the floor. The nurse questioned the results. Upon retest corrected results were reported. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discordant magnesium results.

Event description:
Discordant advia 1800 magnesium pt results were obtained and reported to the floor. The nurse questioned the results. Upon retest corrected results were reported. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discordant magnesium results.

Event description:
Discordant advia 1800 magnesium pt results were obtained and reported to the floor. The nurse questioned the results. Upon retest corrected results were reported. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discordant magnesium results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant magnesium results is unknown. The instrument is performing within specs. No further eval of the device is required.